Event description:
Received medwatch report that states "IV medication was spiked and primed. Pump was programmed and medication was started. After several seconds, the pump began beeping occluded. Medication was paused and PICC line was flushed. Reconnected medication and restarted infusion. After several seconds, the tubing ruptured at the connection right above the IV pump." There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.